Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the device check, the thermogard console displayed mid:14 (bg power supply) and tcmid:02 (ce danfoss error) error messages. No patient involvement.